Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. There was no defect found with the ezbolus button during investigation.

Event description:
The patient reported that the ok, up arrow, down arrow, and ezbolus buttons are unresponsive to button presses. He denied exposing the pump to water and cleaning products, and stated that he wears the pump in a leather case.